Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 20 days after two dental implants were installed in intraoral regions #18 and #19 it was verified their non-osseointegration. 20 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii), fenestration occurred during surgery and bone graft was executed.